Event description:
The report received from the affiliate indicated that approximately two (2) weeks after the index procedure, the pt returned to the hospital for a percutaneous coronary intervention (pci) of the left coronary artery system. The pt was not symptomatic. Coronary angiography was done and thrombus was observed in the second (2nd) of the three (3) cypher stents implanted during the index procedure. The stent involved was a cypher 3.0 x 33 mm stent that was implanted in the mid right coronary artery (rca). The sub acute thrombosis was treated by balloon angioplasty with an unk inflation pressure/duration. A vision bare metal stent was implanted inside the previously implanted cypher stent. Additional info received indicated that the sat was a focal stenosis of the cypher 3.0 x 33 mm stent and the vessel was totally occluded at that segment. There was no thrombus or fracture observed in the other cypher stents. The pt was reported to be compliant with his antiplatelet therapy. The second cypher 3.0 x 33 mm stent (stent #2) and the distal/first cypher 2.5 x 18 mm stent (stent #1) are being reported due to the total occlusion of the vessel at the level of the 2nd cypher stent. The physician's comment regarding the possible cause of the thrombotic event was that the cypher 3.0 x 33 mm stent may have been fractured.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the proximal to distal rca. The lesion was reported to be: de novo, eccentric, tortuous, 60 mm in length, 2.5-3.0 mm in diameter, and type c. The lesion was pre-dilated with a 2.5 x 15 mm balloon at 20 atm for 30 sec. A cypher 2.5 x 18 mm stent (stent#1) was implanted at 20 atm for 30 sec. A cypher 3.0 x 33 mm stent (stent #2) was implanted at 24 atm for 24 atm for 30 sec and 18 atm for 30 sec proximal to the first cypher stent in overlapping fashion. A cypher 3.0 x 18 mm stent (stent #3) was implanted at 18 atm for 30 sec and 10 atm for 30 sec proximal to the 2nd cypher stent and in overlapping fashion. Post-dilatation was done with a 3.0 x 18 mm balloon at 24 atm for 30 sec. Ivus was done. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A male with a history of unstable angina, hyperlipidemia, depression, parkinson's and colon polyps experienced a thrombotic event, fourteen days post cypher stent implantations. In addition, one of his stents was associated with a fracture. The reason for the pt's initial admission to hospital was not reported; but an elective angiogram revealed lesions in the proximal to distal rca and in his left coronary artery. The pt's history puts him at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included heparin. Acts were not measured during the procedure. The proximal to distal rca lesion was described as de novo, type c, 2.5-3mm in diameter, 60mm in length, eccentric and tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and /or lesions. The lesion was pre-dilated prior to the placement of a 2.50 x 18mm cypher stent at a maximum inflation pressure of 26 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This was followed by the more proximal and overlapping placement of a 3.00 x 33mm cypher stent at a maximum inflation pressure of 18atm. Lastly, a more proximal and overlapping 3.00 x 18mm cypher stent was placed at a maximum inflation pressure of 18 atm. According to the IFU, the use of more than two cypher stents has not been clinically studied. The stents were then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. Treatment of the left coronary artery was deferred for a later date. The pt was discharged on medications that included asa and ticlid. Fourteen days after the index procedure, the pt returned for the second half of a planned staged procedure. This procedure was for the treatment of his left coronary artery. He was asymptomatic at this time. An angiogram revealed thrombus within the 3.00 x 33 mm cypher stent implanted in the mid portion of the rca lesion. In addition, a fracture of this stent was also noted. This event was treated with ptca and the placement of a non-cordis bms. The products remain implanted in the pt and are thus not available for evaluation. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the cause of the thrombotic event was the stent fracture. There are pt, vessel and procedural factors that may have contributed to this event. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00771 and #9616099-2007-00772. Please note that this is the initial/final report for this product.